Event description:
It was reported that the patient received a vibratory alert due to high impedance. A nips test was performed and the device went into backup mode. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the reported reset and impedance anomaly was found to be caused by a broken ground case wire within the device.